Event description:
As reported to bunnell by the user facility: "2.5mm adapter had the tube that attaches to the patient box separate into two pieces." As reported on user facility report (B)(4): "patient was placed on high frequency jet ventilator and immediately experienced high servo pressures. On further inspection of the circuit and ventilator, it was found to have a small tear in the lifeport adapter." No injury to the patient was reported.

Manufacturer narrative:
Upon initial review of the event reported by the user facility it was determined this event was not reportable as there was no patient harm reported and initial review suggested potential device mishandling. User facility report (B)(4) was received on 05/02/2023. This report is being submitted within 30 days of receipt of the user facility report, and is submitted in response to this report. The lifeport adapter was returned to bunnell for investigation. A failure investigation was completed. The reported symptom (2.5mm adapter had the tube that attaches to the patient box separate into two pieces. Unknown lot number.) Could be verified and was reproduced. Initial physical inspection of the 2.5mm lifeport adaptor did reveal that the pressure monitoring tubing (p/n: 01640-00) had broken off from the pressure monitoring port of the lifeport adapter. The tubing broke, the adhesive did not fail. No other discrepancies were found on the assembly. The cause of the tubing breakage could not be determined. Lifeport adapters are 100% inspected and tested during the manufacturing process. Such a break would not pass this testing. It is possible excessive force was applied to the tubing during device setup. However, a root cause could not be determined.